Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12873. Related manufacturer reference number: 2017865-2019-12872. It was reported that during procedure for implant of dual ICD device patient needed conscious sedation. Pt has history of chronic atrial fibrillation with chronic obstructive pulmonary disease (copd) and non ischemic cardiomyopathy. Dft was performed successfully however patient became un-rousable. Physician decided to intubate and a code blue was called due to respiratory failure and not due to the ICD complication or possible lead perforation. Patient was stable post procedure.